Event description:
It was reported while using the bd phaseal¿ optima infusion connector c35-o, it leaked chemo between the connector and injector. The following information was provided by the initial reporter: chemo was leaking between the connector and the injector.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated.